Manufacturer narrative:
After the initial report the issue did not occur again. The device was not returned for inspection.

Event description:
It was reported that during procedures the monitor flickered on and off quickly but also turned completely off for a longer period of time. There was no patient injury or other adverse health consequence.